Event description:
It was reported that the customer was hospitalized due to high blood glucose of 25 mmol/l. It was stated that the customer received multiple motor error alarms prior to the hospitalization. It was stated that the customer was vomiting, and was very dehydrated as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.